Manufacturer narrative:
Device evaluation: although the evaluation of the submitted system controller log file confirmed the report of low speed and low flow events, a specific cause for the events could not be conclusively determined through the evaluation of the returned portion of the driveline. The submitted system controller log file captured several low speed advisory and hazard alarms on (B)(6) 2019 from 12:16:35 am through 05:04:17 am, associated with the speed decreasing to values as low as 2360 rpm. All of these events occurred while the system controller was connected to a mobile power unit. Low flow hazard alarms were also observed during these events, which resolved when the low speed events resolved. Based on previous complaint history, these events appear consistent with a potential driveline issue. A distal end driveline repair was performed on (B)(6) 2019 and the replaced portion was returned in a segment measuring approximately 19.5¿. The outer silicone jacket was severed approximately 15¿ from the metal connector, and the remainder of the outer layers of the driveline were severed approximately 18¿ from the metal connector. Metal braided shield breakdown was observed along the driveline segment, consistent with the duration of use. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the driveline segment did not reveal any issues that would have contributed to the events observed in the submitted log file. Heartmate ii lvas patient handbook, contains a section titled "caring for the driveline". Section 6 entitled "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. Section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device - 1 year, 4 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted early in the morning for lows speeds and low flows. The patient stated she noticed a dew alarms early in the morning, all while connected to wall power. The first few alarms occurred while the patient was lying flat in bed sleeping and the last alarms occurred while she was ambulating on wall power. The patient is currently connect to wall power on ungrounded cable. The patient is amenable to external driveline repair if deemed appropriate. The submitted log file was review by tech services and captured speed drops < the lsl on (B)(6) 2019. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the mpu. The account was advised that in order to prevent further interruption in support it may be beneficial to keep the vad connected to battery power until further investigation is completed. Technical services was onsite on (B)(6) 2019 for a driveline repair. The entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and the alarms did not return. The patient will be monitored overnight for any more alarms and discharged if no more alarms occur. No further information was provided